Manufacturer narrative:
At this time, the product remains surgically capped and implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically capped and abandoned for an unknown reason after being implanted for less than one year. Additional information was requested, however no new information was available. A new lv lead was implanted. No additional adverse patient effects were reported.